Event description:
The reporter stated a screw inserter hex shaft broke while using it on a pt during surgery. No harm or adverse event to report to the pt. The post operative x-rays were negative for any foreign bodies.

Manufacturer narrative:
The device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.